Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 562 mg/dl. Customers other blood glucose value was 280 mg/dl. Customer stated that insulin pump had no delivery alarm and resolved by changing complete set. Customer was performed self test and displacement test and it was passed. It was unknown whether customer was using auto mode or not. The device will be returned for analysis.